Manufacturer narrative:
A steris service technician arrived onsite two days following the reported event to inspect the unit. Unrelated to the event he found that the machine had been taken out of service due to an oil leak. The unit has remained nonoperational waiting on a new oil filter. Until a new filter is installed, the unit cannot be fully tested to confirm it is operating according to specification. The technician stated that the reported burn is attributed to user facility personnel not properly wearing ppe, specifically gloves, while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility on the proper use and operation of the v-pro max sterilizer, specifically wearing proper ppe and properly drying instruments before processing.

Event description:
The user facility reported that an employee received a burn on their hand while handling a load that had been processed in their v-pro max sterilizer. The employee washed their hand and continued working. No medical treatment was sought or administered.

Manufacturer narrative:
Unrelated to the event, the unit had been taken out of service pending an oil filter replacement. Once the oil filter was replaced, the technician tested the unit and confirmed the unit was operating according to specification. No repairs were required and the unit was returned to service. No additional issues have been reported.